Manufacturer narrative:
Device evaluation: one device was returned for investigation. Visual inspection found the device had a faded line cord, enclosure, and front cover. Cracked tank cover. An outdated printed circuit board (pcb) and power switch. Functional testing found the device leaks from the front of the reservoir; confirming the customer complaint. Root cause of the leak was the cracked tank cover. What caused this condition could not be established. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It is deemed beyond economical repair and will be scrapped.

Manufacturer narrative:
Other text: b3: date of event and d4: UDI section are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the switch on the side of the unit was not working. Patient involvement is unknown.